Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics and traumatology, queen elizabeth hospital, hong kong¿. The title of this report is, ¿three-dimensional-guided navigation percutaneous screw fixation of fragility fractures of the pelvis¿, published on march 12, 2019, which is associated with the stryker ¿asnis iii system¿. The article can be found at https://doi.org/10.1177/2309499019833897. This report includes an analysis of the clinical data that was collected on 17 patients, and the cases in this study range from 2016 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced non-union and screw backout (supra-acetabular screw; sacroiliac screw; subcristal screw; anterior column screw). The report states, ¿figure 5 [¿] the external fixator was kept in situ to augment fixation stability and within 1-month screw loosening was observed (d). Further screw migration occurred early and non-union of the left ilium fracture was noted on subsequent radiographs (e). The patient walked with a frame and had no pain around the pelvis at follow-up.¿ ¿in spite of this, she reported no pain symptoms since early follow-up and her ambulatory function was restored to premorbid levels.¿

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedics and traumatology, queen elizabeth hospital, hong kong¿. The article can be found at https://doi.org/10.1177/2309499019833897.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Manufacturer narrative:
Please note correction to method code and correction to b5 (executive summary) this complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of non-union and screws backout could be confirmed, from the available additional information in the article. From the available radiographs, a formal medical opinion was sought which states the complexity of the situation as we can see fracture occurred after several falls adding fracture patterns related to all areas of the pelvis. The bone stock is in very poor condition and the external fixator had to be removed due to the infection. With the limited information available, the chosen surgical method seems to be appropriate as it seems to be one goal for the surgeon to keep the operation lengths, the lengths of the incision, and the amount of foreign material in the body as low as possible. It can only be assumed that in the difficult decision between having a more stable osteosynthesis but also having a potential intraoperative complication due to bleeding, or rather having a postoperative infection on the one hand or having a less stable osteosynthesis, but fewer complications and potential negative effects the treating physicians decided for the latter. From the available radiographs and formal medical opinion, the primary root cause can be attributed to patient-related due to poor bone stock and the complex nature of the fracture, not related to the device. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics and traumatology, queen elizabeth hospital, hong kong¿. The title of this report is, ¿three-dimensional-guided navigation percutaneous screw fixation of fragility fractures of the pelvis¿, published on march 12, 2019, which is associated with the stryker ¿asnis iii system¿. The article can be found at https://doi.org/10.1177/2309499019833897. This report includes an analysis of the clinical data that was collected on 17 patients, and the cases in this study range from 2016 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced non-union and screw backout (supra-acetabular screw; sacroiliac screw; subcristal screw; anterior column screw). The report states, ¿the external fixator was kept in situ to augment fixation stability and within 1-month screw loosening was observed (d). Further screw migration occurred early and non-union of the left ilium fracture was noted on subsequent radiographs (e). The patient walked with a frame and had no pain around the pelvis at follow-up.¿ ¿in spite of this, she reported no pain symptoms since early follow-up and her ambulatory function was restored to premorbid levels.¿